Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a hair was found sealed into the sterile bd syringe luer-lok¿ tip packaging. The following information was provided by the initial reporter: "hair sealed in 10ml sterile syringe pack."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a hair was found sealed into the sterile bd syringe luer-lok¿ tip packaging. The following information was provided by the initial reporter: "hair sealed in 10ml sterile syringe pack."